Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 171 mg/dl at the time of incident, 290 mg/dl, 339 mg/dl, 200 mg/dl, 400 mg/dl, 434 mg/dl, so the customer gave injection of 11 units and changed site and when they removed cannula it was crimped and it looks squeezed and almost chewed on and blood glucose was still rising and treated with insulin pump and manual injection. The insulin pump will not be returned for analysis.